Event description:
During a routine testing, the user found that the color display was not functioning. The chart recorder and all other functions were normal. There was no pt involved. Testing determined that the display itself had failed. No cause for the failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.